Event description:
It was reported that a pt developed a staph infection at the suprasternal notch. The pt's neurologist stated that the infection was due to the implant procedure and there was some drainage that appeared to be the dissolvable sutures used in the neck. The physician indicated that cultures were taken but did not provide the results. Additional information received indicated that the infection resolved. The physician wanted the pt to see the implanting surgeon for additional assessement, however, the attempts to contact the surgeon were unsuccessful.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.